Event description:
In 2007, x-rays of left hip shows significant degenerative hip. Doctor recommends total hip arthroplasty. Approx six months later, dr performs left total hip arthroplasty, using a stryker trident implant. Approx two months later, starting to experience pain and discomfort in the sciatica area, in the buttock and over on the lateral aspect of hip when increasing activity. Normal neurovascular exam. Negative homans sign. Continue physical therapy per dr. The following month, constant hip pain and discomfort with pain increasing with activity. X-ray of hip look stable implant, well aligned with no evidence of fractures or dislocation. Assessment: possible hnp versus spinal stenosis. Patient refused CT myelogram, opting for chiropractic and physical therapy. In early 2008 continued constant hip pain and discomfort with pain increasing with increased activity. Having difficulty getting out of bed and chair. Assessment: trochanteric bursitis. Injected hip with 1cc of depo-medrol and 4cc of 1% lidocaine. Patient put on crutches with no weightbearing for 6 weeks. Therapy for trochanteric bursitis 2 times week for 3 weeks. On the following month, started therapy for protected weightbearing on left side. A month later, continued pair and discomfort. Dr suspects hip socket loose, with failure of cup to gain bone in-growth. Performed 3-phase bone scan, lidocaine arthrogram and lidocaine/marcaine arthrogram to determine any other source of pain. All tests are negative. Four months later, sent to two other doctors for second and third opinions. Both doctors concur suspect loosening acetabular component, with failure of cup to gain bone in-growth. In late 2008, stryker implant cup and ball removed and replaced with bio-med trabecular metal implant. Eight and a half months earlier, after normal post operation therapy, patient is experiencing no pain and discomfort and has normal activities custom to hip implant. Dates of use: 2007 -- 2008. Diagnosis or reason for use: degenerative hip. Event abated after use stopped: yes.